Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The final 2 devices that were pending evaluation were not made available by the customer. The reported issue was not confirmed.